Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2006, the pt was treated for an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6) 2011, CT showed aneurysm enlargement. Measurements not available. On (B)(6) 2011, CT appreciated no endoleak. On (B)(6) 2011, the aneurysm sac was coiled. The pt tolerated the procedure. On (B)(6) 2011, follow up CT showed continued contrast with the aneurysm sac with no obvious endoleak. On (B)(6) 2011, the pt underwent an endovascular procedure to extend the endograft system with a (B)(4) renu aortic cuff up to the level of the renals. A palmaz (B)(4) was used to reinforce the aortic cuff; however, it was unintentionally deployed in the contra gate of the endograft system. The distal legs of the endograft system were extended with a iliac extender component implanted on the left side and a contralateral leg component implanted on the right side. Both sides were extended to the level of the hypogastric arteries. Post-op showed no endoleaks. The pt tolerated the procedure.